Event description:
Prior to any implant attempt with the subject device, its associated screwdriver was utilized for the explantation of an (B) (4) pacemaker ((B) (4)) from the pt. When attempting to loosen the set-screw of the intelis pacemaker, the shaft of the sorin screwdriver broke. Three other sorin screwdrivers (accessories, not marketed in the us) were utilized, which resulted in three more fractured screwdriver shafts. The subject sorin pacemaker was implanted without anomaly, and only the broken screwdrivers were returned.

Manufacturer narrative:
Conclusion: the analysis of the returned devices identified that each screwdriver fractured within the "safety region", which is a section of the shaft with a diminished diameter that is designed to fracture, when excessive torque is applied in the counter-clockwise direction. As indicated in the report of the physician, the breakage of the screwdriver occurred while disconnecting a lead from a pacemaker manufactured by (B) (4). The analysis confirmed that a similar pacemaker manufactured by (B) (4), a virtus vdd has set-screws with a stop mechanism that disallow complete removal of the set-screw by unscrewing. In fact, the screwdrivers supplied with these boston scientific pacemakers have torque relief in the counter-clockwise direction, which makes it impossible to apply excessive torque to the shaft of the screwdriver. The physician in this case most likely applied the excessive torque in the counterclockwise direction in an attempt to obtain a certain clicking of the screwdriver that is common to (B) (4) screwdrivers and not to sorin brand screwdrivers, thus resulting in four broken screwdrivers.